Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown discovery humeral, unknown, unknown, unknown condyles, unknown. Report source, foreign - the event occurred in the (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01239. Product location unknown.

Event description:
It was reported that a patient underwent right elbow arthroplasty. Subsequently, the patient was revised due to aseptic loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Implant date: the device was not implanted on (B)(6) 2013. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were submitted to mmi for review. Images are such poor quality that they could not evaluate. They suggest alignment is correct. Bone quality suggests osteopenia which is consistent with the patient's diagnosis of osteoporosis and rheumatoid arthritis. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent right elbow arthroplasty. Subsequently, the patient was revised due to aseptic loosening. The loosening over both humeral and ulnar components caused the periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable.